Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified lower scan result on the adc device compared to an unspecified reading obtained on the built-in precision. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced symptoms such as "looked tired, everything was happening more slowly" and was unable to self-treat. As a result, the customer was provided insulin (dose/type unspecified) by a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event. Reportedly, a glucose reading by adc device sensor scan of 60 mg/dl, 70 mg/dl was compared to a blood glucose test performed on the built-in precision meter with a result of 210 mg/dl, 220 mg/dl, which when the provided results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The length of adc device was 7 days. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.